Event description:
It was reported that during a f/u, couple of episodes of double counting on t wave were noticed which were terminated by return to sinus and no shock was delivered. Physician reprogrammed the return to sinus from nominal to fast and enrolled the pt in merlin at home program. The lead remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.